Event description:
It was reported that during a posterior lumbar fusion, persuader and screw became stuck together. Surgeon had to remove screw and persuader together, replace with reduction head screw to reduce rod. Reduction head screw did not require threaded persuader to reduce. Surgeon had to loosen and remove four caps in order to replace screw. The surgeon was able to seat rod with four new caps and complete procedure. The incident added 45 minutes to procedure. Caps were discarded. Screw and persuader, still stuck together, are available for return. This is report 2 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the screw was stuck in the tips of the threaded tube of the threaded persuader. The screw was removed once the threaded tube could be moved to the fully extended position. There are marks in the stardrive recess from engagement with a screwdriver and on the saddle of the polyaxial head where a rod has been seated. There are scrapes and marks on the polyaxial head where attempts were made to disengage it from the persuader. There is debris on the polyaxial head underneath where the tips were holding the screw. The screw is secured in the tips of the threaded tube as intended. The threaded tube is stuck in the fully retracted position such that the tips that hold the screw are completely inside the reduction tube assembly and the screw cannot be removed when the persuader is in this position. The issue is related to breakage of the reduction insert that has the tube stuck and is not related to the screw. The threaded tube was freed and once the tips were fully extended, the screw was removed without issue. There is no issue with the returned screw and it engages and disengages as intended when the persuader is functioning properly. Damage to the reduction insert in the persuader had it stuck in the fully retracted position and the screw cannot be removed in this position. Once the tip of the persuader was extended, the screw engaged and disengaged as intended. This complaint is related to damage to the persuader and there is no issue with the screw. Therefore, it is concluded that this complaint is invalid for the screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: original awareness date is 04/18/2012.

Event description:
This report is for (B)(4).